Event description:
It was reported through a research article that between january 2017 and november 2020 15,931 patients underwent a transcatheter edge-to-edge repair (teer) with a mitraclip. The implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿risk factors for early mortality following transcatheter edge-to-edge repair of mitral regurgitation.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information from the article, the cause of the reported death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature attachment: article title: " risk factors for early mortality following transcatheter edge-to-edge repair of mitral regurgitation ".